Manufacturer narrative:
Plant investigation: the reported symptom code (distorted display) was confirmed. The reported symptom code (power fail recovery fail) was not confirmed. An exterior visual inspection of the returned cycler showed no sign of physical damage. The functional display check failed. The failure was due to a burnt transformer on the inverter board. A known good inverter board was installed and the display became operational. The touch screen test passed. The functional/display test passed. The simulated treatment pre-accelerated stress test 15 minute 1000 ml test passed. Switch the cycler power ¿off¿ then ¿on¿ during treatment to verify ¿power fail recovery¿ operates as intended. The cycler was powered ¿off¿ and ¿on¿ during the treatment (drain 0) and the ¿power fail recovery¿ performed as intended. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
A peritoneal dialysis patient requested technical support after the liberty select cycler touch screen become progressively darker over the last two weeks. The screen brightness was set to 10, but the patient reported that it was still dark. The patient also received a power fail recovery failed message during the call but was able to continue treatment. After attempts at troubleshooting a replacement cycler was arranged. The patient was advised to discontinue use of the cycler and to follow up with the peritoneal dialysis nurse. Follow up with the patient¿s peritoneal dialysis nurse indicates that the patient did not experience any complications as a result of the alleged event and there was no treatments missed.